Event description:
It was reported that a patient allegedly sustained unspecified injuries resulting from surgery using rhbmp-2/acs. No further details have been provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient underwent l3-4 lumbar decompression l4-5 fusion , iliac crest bone grafting , transforaminal lumbar interbody fusion. The patient was operated using rhbmp-2, spacer , screws and rods from stryker spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.